Event description:
Pt was placed in hyperbaric chamber #3 after a safety check, the chamber was closed and the system was turned on. A sudden drop in the main press and a sudden increase of pressure inside the chamber occurred up to 3 dsig in 10-15 seconds. A loud "burst" was noted. System turned off and pt removed. Pt complained of buzzing in ears and headache.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: user education provided. The device was not destroyed/disposed of.